Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2366-50 serial #:(B)(4), description: linear 3-6 lead, 50cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that two contacts of the patient's lead were moving in and out of the patient's scalp. There was breakage in the patient's skin and the two contacts could be directly visualized. The patient underwent a lead revision procedure and was reportedly doing well postoperatively.